Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt is a bilateral vsb recipient. The sound on the right hand side cuts off and on with movement of his jaw (talking, chewing) or when he winks his right eye. The clinic has switched the ap to the left side and it works fine. If pressure is put on the implanted cable, the problem is resolved. It is believed that the problem is due to the linking with the fmt and the incus. Surgery is to be carried out to check on the placement and re-position as necessary.